Manufacturer narrative:
The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Imdrf device code a0401 captures the reportable event of basket wire detached. Investigation results: the returned zero tip baskets was analyzed, and a visual evaluation noted that the device returned with the basket on its open position. Additionally, the handle returned in good conditions. Microscopic examination was performed, and it was noticed that one of the basket wires was broken from the tip and not fully detached. Functional examination was performed, and the handle was actuated with the basket able to open and close. With all the available information, boston scientific concludes that the reported event of basket wire break was confirmed but was not fully detached. The basket wire break issue can be attributed to the material of the basket wire, and it was determined that this failure is inherent to the design of the product. The complaint is within the anticipated complaint rate for this failure mode per risk documentation. Based on the investigation results, the most probable root cause of cause traced to device design was assigned to this investigation.

Event description:
It was reported that a zero tip basket device was used during a transurethral lithotripsy procedure. During the procedure, the basket wire was damaged, and a separation has occurred. The procedure was completed with another of the same device with no patient complications.

Manufacturer narrative:
Block d4, h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: imdrf device code a0401 captures the reportable event of basket wire detached.

Event description:
It was reported that a zero tip basket device was used during a transurethral lithotripsy procedure. During the procedure, the basket wire was damaged, and a separation has occurred. The procedure was completed with another of the same device with no patient complications.